Event description:
Boston scientific received information that the lead exhibited high thresholds. Lead implant date: (B)(6) 2006 information received from sales representative: (B)(6) event occurred in (B)(6) on (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).